Manufacturer narrative:
Covidien/medtronic reference# (B)(4). The sample was received and a visual inspection was performed and it was observed the 15mm connector was broken and part of it is still attached to the endotracheal tube, the connector is broken in two pieces. The failure mode broken connector is confirmed. Information has been added to the database and trends will continue to be monitored. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the equipment was broken in the distal part. There is no reported patient harm associated with this event.